Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Was using the toothbrush, and the tip, the round part, came off [device breakage]; no adverse event [no adverse event]. Case description: (B)(4). A consumer of unspecified age and gender reported that he or she was using an oral-b brushhead, version unknown and the tip, the round part, came off while used with an oral-b rechargeable toothbrush, version unknown. The consumer noted that he or she had been using the brush head for 2 weeks, and it was the first one that he or she used out of a pack of 7. The consumer stated that this was the first time that the tip had come off. The consumer reported previous use of an unspecified brush that had bristles come off, and it had been replaced. No symptoms developed.